Event description:
It was reported that a malfunction occurred with the pump displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so; the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any reoccurrence.